Event description:
Related manufacturer report number: 3006705815-2023-04437. Additional information was received that the patient's lead migrated and the patient did not have effective therapy. Surgical intervention was undertaken wherein the patient's system was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: a000039291.

Event description:
Related manufacturer report number: 3006705815-2023-02631. It was reported that the patient's ipg was inoperable and they were experiencing ineffective therapy. It is unknown if the ipg depleted prematurely. Surgical intervention is planned to address the issue.